Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that the customer had high and low blood glucose. Customer was advised to try changing site location as she mentions using manual injections and blood glucose was still high. The blood glucose was fluctuating as the lows in the 40's mg/dl and highs in the 500's mg/dl. Customer stated that she had a low blood glucose of 50 mg/dl. - customer stated that, she is a brittle diabetic. Customer stated she has changed her set. Customer declined troubleshooting for the high blood glucose and also offered troubleshooting for the low blood glucose. Last night the blood glucose was 151 mg/dl and today she is at 210 mg/dl. The insulin pump will not be returned for analysis